Event description:
Reporter indicated that a vns patient had difficulty breathing and a "blood clot pressing on wind pipe". It was reported that the event was intermittent, moderate in severity, and related to implantation of the vns device. It was reported that the patient was seen in the emergency room in response to the event.